Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device quit when connecting to the patient. There was no patient harm, and another device was used. The biomed checked the device and could not find anything wrong with it.